Event description:
It was reported that prior to starting a da vinci surgical procedure, the monopolar curved scissor (mcs) instrument had a wire exposed. No fragments fell into the patient, no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to replicate the customer reported complaint. Failure analysis found no loose, frayed, broken, or otherwise damaged cables at the tip. Failure analysis investigation also found the following additional damages to the instrument: the tube extension was fractured next to one of the keys that mates with the proximal clevis. The cracks measured approximately .13 - .19 in length. The clevis was not dislodged from the tube extension. The evidence was inconclusive, but the cracked damage was likely due to mishandling/misuse. Small pieces of pad printing had been removed. The pad printing removal was located away from the tube extension cracks. The evidence was inconclusive, but the pad printing removed damage was likely due to mishandling/misuse. The tube had a small fissure in the axial direction, located directly below the tube reinforcement ring. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event, in a fragment-causing failure (such as a cable failure, a crimp separating from a cable etc.) For the mcs instrument the tip cover accessory will hold such fragments inside the tip cover, preventing loss into the patient during the removal of the instrument. Because the tip cover acts as a barrier, these failures, which might be reportable in other instruments, are not reportable events for the mcs instrument; however, the pad printing, which was found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.